Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Event date is approximated as it was reported to have occurred UDI not available for this system at time of filing. A medtronic representative went to the site to test the imaging device. Functional testing and visual/physical inspection were performed. Issue with loud noise from inside gantry during scan confirmed via replication of issue. Mechanical failure on system. Testing revealed that the magnets on the surface of the gantry cable chain were loose, and the galvanized track was bent. After the track was aligned and the magnets removed, the system was fully functional. System checkout was successful. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure, with no patient present. It was reported that during a 3d scan, a loud popping noise was heard coming from the inside of the gantry. It was further reported that the gantry function does not seem to be affected.